Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date (05/2022).

Event description:
It was reported that prior to port placement, the device was allegedly difficult to flush. There was no patient contact.

Event description:
It was reported that prior to port placement, the device was allegedly difficult to flush. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: two powerport duo MRI sps were received for evaluation. Gross visual, microscopic visual and functional evaluations were performed. The investigation is confirmed for the identified septum dislodged, partial blockage and unable to flush issue as one port septum was difficult to flush and appeared to bulge out and also did not allow the guidewire to pass into the port base and resistance was met. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 expiry date (05/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.